Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Slight loosening of the femoral stem was found.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address pain. Slight loosening of the femoral stem was found. Doi (B)(6) 2012 - dor (B)(6) 2013 (left hip). The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. An operative report was received with this complaint. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were reviewed. From a medical perspective, based on the information available, it cannot be determined if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.